Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device it was unable to duplicate reported problem. No problem found and no error found in ehl. The customer reported condition was not confirmed. No fault found. Problem source is unknown a manufacturing (B)(4) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical cadd pump force sensor error will not clear. No adverse patient effects were reported.